Event description:
The physician successfully used a (B)(4) 3.0 mm diameter x 9 mm length nc sprinter rapid exchange (rx) balloon dilatation catheter to treat a lesion in a patient. Post use, it was noted that the product was used beyond its use by date. Patient is reported to be well and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4).